Manufacturer narrative:
Continuation of d11: product ID 8780 serial# (B)(6) implanted: (B)(6) 2014 product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2020 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and confirmed by a physician. The cause of the pocket fill was not determined. On (B)(6) 2020 all medication was immediately extracted to prevent the possibility of a pocket fill. The issue was resolved. The reason the catheter didn't aspirate wasn't known yet, but the patient was being scheduled for a catheter revision. Both the pump and catheter were currently still implanted.

Manufacturer narrative:
Concomitant medical product: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2014; product type: catheter. Product ID: 8784; serial#: (B)(4); implanted: (B)(6) 2020; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-mar-2016, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 11-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 5 mg/ml morphine at a dose of 0.24. It was reported that the patient came in for the first time after pump replacement. Pump filled with saline at time of procedure. He came in on (B)(6) 2020 for a refill of medication. Suspected potential pocket fill with some medication, and they extracted immediately. Not all medication had been given when they realized it was possible, and they were not sure if it was a pocket fill. Catheter also did not aspirate and the hcp could not push saline through the catheter access port (cap) either. They could not do a dye study. The patient was an extreme diabetic. He hadn¿t eaten in 12+ hours due to sleeping in. He went into a sugar low at the office and the hcp dealt with the sugar low. The patient¿s pump was not filled with drug and they were planning on a catheter revision soon. Environmental/external/patient factors that may have led or contributed to the issue included the patient was diabetic, and went into a low during the filling process and after, and the patient chose not to eat or drink for 12+ hours. Troubleshooting included hcp extracted all medication immediately. They also took x-rays, tested the catheter, and monitored patient for hours. Patient followed up 24 hours later. Patient still dealing with controlling sugar, which had nothing to do with the pump. However, the hcp chose not to fill him due to his condition that day, and because the catheter was not patent. Surgical intervention had not occurred, but it was planned. It was reported that the issue was resolved at the time of the report.